Event description:
When the rf box was plugged in and turned on, smoke was noted coming from the back right side of the generator and a burning rubber smell was noted. The generator was unplugged and removed from the room.

Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed, all input and output connectors are free of physical damage. And all labeling is legible and correctly oriented. It was also verified, that all internal components were properly installed secured with the appropriate fasteners. Further inspection of the internal components revealed, a failed capacitor located on the radio frequency control board, which resulted in the reported event. No functional testing was performed, due to the electrical failure previously identified. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed. The review determined, that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause reported smoke was isolated to abnormal functionality of the radio frequency control board.